Event description:
The patient called lifescan in 2004 and alleged the one touch ultra meter had damage to the test strip port. The issue could not be resolved with troubleshooting by the customer care rep. The medical affairs specialist called the pt 11 days later to verify the info. The patient stated the port issue had been ongoing since november. Patient had had the meter and test strips replaced. The patient also stated that the following month, at approx 5 pm, they had symptoms of feeling weak, shaky, and faint. They called the rescue squad to check their blood glucose. On arrival their unknown meter read 227 mg/dl and immediately after the one touch ultra meter the reading was 347mg/dl. They were transported to the e.r. The reading in the e.r. Is unknown, however the patient was given an injection of 3 units of regular insulin. The patient states at the e.r. They were also given a "heart attack" pill (nitroglycerin) for chest tightness. There are no readings available for the day of the incident. The meter memory cannot be checked as the patient had sent the meter back to lifescan. They state they ate/drank and took their medications as always. Their routine medications are insulin 70/30 (dose unknown) at 7am and 4pm and regular insulin on a sliding scale based on the readings that they take 90 minutes after taking the insulin 70/30. The day of the incident they had taken both doses of the insulin 70/30 and do not remember taking the sliding scale insulin. The reading on the patient's meter was 347 mg/dl, the reading on the unknown meter at the e.r. Is unknown, however they were treated with insulin. No readings for the day are reported. Based on this info this case is reported as a meter malfunction.